Event description:
The customer reported that the pump was becoming hot to the touch when charging. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.